Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 285 mg/dl. Issue was resolved with a complete set change. Customer reported the device had alarmed battery out limit and failed battery test. Troubleshooting was performed and no issues were noted. Customer stated the device will squirt out insulin during manual prime and no numbers appeared. No alarms noted in history. Customer was not sure if she filled the reservoir correctly. Customer was assisted with priming the device and no insulin squirted out. Customer was advised how to properly fill the reservoir and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.